Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and the relationship between this device and the cause for this event is undetermined. Evaluation results will be provided in a follow-up medwatch report. A device history record review and a product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation in 2007, that an endoscopic retrograde cholangiopancreatography (ercp) with stent placement was performed with a wallstent biliary stent on an adult male patient (age and weight unknown) on the same day. According to the complainant, "during the procedure, the doctor had place the sent then realized that it was too long and pulled it out. They then measured it and realized that the sent was 9.3 cm when it should have been 8 cm long. The doctor then grabbed a competitor's product. Product and manufacturer unknown to complete the case." According to the complainant, the patient was "stable" following the procedure.